Event description:
It was reported the surgeon did a revision on a patient's. Right hip. The patient presented in the ER with the femoral head disassociated from the neck. He removed the stem, head, and liner and replaced with a cone/ conical stem ceramic head and constrained liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Pictures of the explanted devices were provided. The event was confirmed. The root cause could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If the devices or additional information become available, this investigation will be reopened.

Event description:
It was reported the surgeon did a revision on a patient's. Right hip. The patient presented in the ER with the femoral head disassociated from the neck. He removed the stem, head, and liner and replaced with a cone/ conical stem ceramic head and constrained liner.